Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device's functionality was tested on the automated electrical test system. The device passed all tests. No anomalies were observed. It is believed that lead damage was the cause for the anomaly observed in the field. The lead was capped and not returned for analysis.

Event description:
It was reported that noise and high impedance were observed post dfts after the pocket was closed. The device was explanted and replaced.